Manufacturer narrative:
Product complaint # (B)(4). H3 photo investigation summary: during visual analysis, the following was observed: photos show a foil labeled as product codes v2910, lot #tcbchqx8, expiration date 2028-08, and a winding former with lot #tcbchqx0 all information was correct. In addition, the qr barcode was readable with the scanner with a result of 01107050311065291728083110tcbchqx8, the last eight digits match the batch number. As part of our quality process, the manufacturing records for this lot serial number were reviewed and manufacturing standards were met prior to the release of this lot. As part of ethicon's quality process, all devices are manufactured, inspected and released to approved specifications. This report is not intended to deny that you had a problem with the device. There may be other circumstances or issues that occurred while using the device that we were unable to duplicate during our lab analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. . To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the product purchased? Is there an indication of how the product was distributed? Is there any indication of the source? Based on the packaging, is there any indication of which market the original genuine product may have come from? Was the device used on a patient? If so, was there any patient consequence? Are there any pictures of the device available? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) possible lots: a manufacturing record evaluation was performed for the finished device batch number tcbchqx8/v9210, and no non-conformances were identified. Expiration date: aug/31/2028 date of mfg.: mar/14/2023. A manufacturing record evaluation was performed for the finished device batch number tcbchqx0/v9210, and no non-conformances were identified. Expiration date: aug/31/2028 date of mfg.: mar/14/2023. D4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined. Additional h11: patient status/ outcome / consequences no patient involvement, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown, (B)(4), device property of none, device in possession of none.

Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2025 and suture was used. It was reported that about two weeks ago I sent an email because we discovered that, for one thread, the lot number on the outside did not match the lot number on the inside. Have you been able to find out why this happened? It would be great if we could receive an explanation so that we can document it. No adverse patient consequences were reported. Additional information was requested.